Manufacturer narrative:
Through functional evaluation, disassembly and visual inspection, it was determined the device failed due to debris affecting the components of the device. Debris may affect the components of the device limiting the rotational properties and causing the symptoms described. The device was scrapped at the manufacturer.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the micro drill long straight attachment was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the micro drill long straight attachment was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.